Event description:
This case was reported by a consumer and described the occurrence of death-unk cause in a male pt who received double salt denture cleanser (polident denture cleanser tablets) tablet for dentures. A physician or other health care professional has not verified this report. On an unk date, the pt started double salt denture cleanser (dental). At an unk time after starting double salt denture cleanser, the pt experienced death-unk cause. At the time of reporting, the event was fatal. The pt died from death-unk cause. It is unk whether an autopsy was performed. The manufacturer's report number for this case is 1020379-2013-00013. Polident tablets are manufactured in (B)(4) in the united states, and neither the product nor the lot number for this product is available. (B)(4).